Event description:
The account alleged that the nurse call function is not working on this bed. No injury reported.

Manufacturer narrative:
The account replaced the communication cable to resolve the issue.